Manufacturer narrative:
The exposed portion of the soft cannula was found to have a tear. Fluid was observed exiting through the tear during a leak test. It could not be determined when and how the tear occurred or if it contributed to the pod failing to deliver insulin. No other damages or defects were found with the device that would contribute to a failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that despite delivering a 3 unit correction, the patient's blood glucose levels rose from 270 mg/dl to 335 mg/dl while wearing the pod between 1 and 4 hours on the arm. As treatment, pod was removed and a new pod was applied.